Event description:
It was reported that during the procedure an attempt was made to implant and reposition the lead, however, the helix would not retract completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. The lead was returned with the helix partly retracted, blood and tissue on it, and the distal conductor distorted within the connector. Damage at implant was noted.